Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Images were provided and confirmed the instrument ID and show a broken cable at the distal end of the instrument. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, damage was detected at the end of the fenestrated bipolar forceps (fbf) with evidence of the steel cable breaking. The surgeon who was on the console signaled the damage and the instrument was removed from the cavity and sent to the material and sterilization center. The procedure was completed with no reported injury.